Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, lead impedance warning, polarity switch, high rv thresholds and short v-v intervals. It was further noted that the right atrial (ra) lead exhibited high impedance, lead warning, polarity switch, atrial lead position check failure and atrial sensing integrity counter (sic). The ra and rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 977a160 pain stim lead; 977a160 pain stim lead; therapy date: (B)(6) 2015; 97791 neuro adaptor; therapy date: (B)(6) 2015; 97702 pain stim implantable pulse generator (ipg); therapy date: (B)(6) 2017; w1dr01 ipg; therapy date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.